Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An exterior visual inspection was performed and passed. The receiver was charged and booted up successfully. Functional testing was performed and passed. A try-it audio/vibration test was performed and passed. A drop test was performed for intermittent audio and the test passed. The receiver log was downloaded and reviewed finding no errors related to the complaint. The receiver was opened for further evaluation. An internal visual inspection was performed and passed. Speaker audio and vibrator intermittent tests were performed and passed. The speaker resistance was measured and was within specification. The allegation was not confirmed.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an intermittent audio output was reported. The patient¿s husband stated that sometimes the receiver will not produce an audio response with a low alert and will only vibrate. Because of this, on (B)(6) 2019 around 2:00 pm the patient missed a low alert when there was no audio for it and passed out. She was unconscious on the floor for about 30 minutes. Her husband called 911 and her bg was 18 mg/dl. Emergency medical services (ems) revived her at the house with intravenous (IV) therapy but the husband does not know what was administered. She did not need to be taken to the hospital. At the time of contact she was doing well. The intermittent audio output had continued after the hypoglycemic event. The patient¿s husband stated that a few minutes before calling dexcom technical support on (B)(4) 2019, the patient¿s continuous glucose monitor (cgm) did not produce an audio alert and only vibrated when her value dropped to 76 mg/dl even though her low threshold was set at 80 mg/dl. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.